Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to insert include, but not limited to; aggressive manipulation or coating wiped off prior to insertion. Factors that contribute to the difficulty removing the suture may include, but are not limited to suture snag, tissue or suture caught in foot. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cryo atrial fibrillation interventional procedure with a 6f sheath. Reportedly, significant resistance was felt while inserting the sheath. Furthermore, the suture was deployed into the sheath it became stuck. After some difficulty, the sheath was removed from the patient with the suture. A figure of eight stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.